Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery and the o-rings have moved. The customer stated that the insulin pump was not counting the units left correctly. Troubleshooting was performed. Ran a fixed prime and displacement tests and failed. No further information was provided.